Event description:
This lead was implanted on (B)(6) 2018 and was explanted due on (B)(6) 2018 to an unknown product performance issue. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).